Event description:
Pt called baxter customer service center for assistance due to "feeling full" during therapy. The technical service representative noted that the pt had a manual fill during the day of 2000ml and had only drained 900ml with initial drain. Their first fill volume is 3000ml, making a total of 4100cc of fluid within their peritoneal space. The technical service representative assisted the pt to drain 1400 ml manually and the pt continued treatment without problem. No injury was sustained.